Event description:
Pleural effusion occurred. Line removed, peripheral IV placed. Securement is tegaderm.

Manufacturer narrative:
No product being returned for evaluation. Lot number was not provided; therefore, unable to perform a review of the device history records. The review of the complaint database showed that this is an extremely low occurrence issue. The followings are potential causes of pleural effusion: perforation of subclavian, brachiocephalic, or vena cava veins upon insertion of PICC, erosion of vein due to contact with catheter tip, infusion of hyperosmolar solutions/medications leading to chemical irritation and/or vein thrombosis, combination of chemical and mechanical trauma to vein leading to erosion and effusion, PICC tip outside of superior vena cava and blockage of thoracic or lymphatic duct by catheter or thrombus. Pleural effusion represents an unusual complication of a PICC. It is unlikely to be an insertion related event. Most reports describe it's occurrence after the catheter has been indwelling for a period of time. To prevent this issue, it is recommended to monitor the position of catheter tip and insure that it lies parallel with wall of vena cava. Argon will continue to monitor any received complaint to analyze for potential trends.